Event description:
On (B)(6) 2016, while the programmer was printing out data during the subject device follow-up, a runtime error message was displayed on the programmer screen. Once this message was acknowledged, the programmer went back to the startup screen. Subsequently, the subject device was interrogated again and the follow-up was completed. Explanation of the root cause of the message display is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2016, while the programmer was printing out data during the subject device follow-up, a runtime error message was displayed on the programmer screen. Once this message was acknowledged, the programmer went back to the startup screen. Subsequently, the subject device was interrogated again and the follow-up was completed. Explanation of the root cause of the message display is required.